Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had parts consumption. No injury or harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.